Event description:
It was reported that the patient presented for the replacement of the right ventricular lead due to loss of capture and high pacing impedance. The lead was explanted. The patient was stable before, during, and after the procedure.